Manufacturer narrative:
For 1 event the investigation determined the o-ring of the pre-wash sipper probe was too tight, preventing the probe from aspirating correctly. For 2 events the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for 1 event was that the field service engineer decontaminated the system, checked the sample probe alignment, and completed instrument checks successfully. The follow up/corrective actions for 1 event was that the o-ring was re-adjusted. There were no follow up/corrective actions for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Low results were generated by the cobas e 801 module. The events involved an unknown total number of patients with the following: 3 erroneous results for elecsys pth immunoassay, 1 erroneous result for elecsys digoxin assay, 1 erroneous result for elecsys ft4 ii assay, 1 erroneous result for elecsys estradiol assay, an unspecified number of erroneous results for elecsys vitamin b12 immunoassay.